Event description:
It was reported that scratches were observed on pump screen. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding any actions taken or the outcome of the event.